Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a unk_smart touch bidirectional sf. The patient suffered cardiac tamponade requiring surgical intervention. After an afib ablation procedure with carto on friday 8 april, the patient had a tamponade, he was operated by sternotomy the same evening as the effusion did not dry up. The surgeon did not find the hole that caused the problem. The patient had stabilized and then deteriorated and was re-operated on 10 april. For the moment he was stable. The doctor does not consider that the incident was caused by the catheters. Tamponade is not related to the device. The device was discarded. No further information is available since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).